Event description:
The patient contacted animas on (B)(6) 2013 reporting that blood glucose levels have consistently been in the 200 mg/dl range with sweating and "feeling crumby" despite bolusing from the pump; the patient indicated taking injections of insulin with occasional blood glucose levels over 300 mg/dl. The patient confirmed no new medications, no changes in activities or stressors, and no changes in diet. The pump was reviewed and found that the pump settings were programmed as desired. The patient confirmed correct insulin storage and confirmed within expiration. The prime history appeared appropriate. The total daily dose history correctly adding. There were no relevant alarms recorded in the pump history. The patient confirmed that the site appeared good with no noted issues. The patient indicated discussing the blood glucose levels with a health care provider and stated that the health care provider requested that the pump be replaced. The reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the implied allegation of the pump delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2013 with the following findings: during investigation, a review of pump history showed the last bolus and last basal were delivered on 07/21/2013. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The total daily dose history was accurate when comparing delivered basals and boluses. The pump successfully passed a 29 hour flow accuracy test and was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The inaccurate delivery issue was unable to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.